Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nursing staffs were not able to login and receiving message that accounts were expired. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024, and confirmed that this device was not previously returned for servicing and that there were no production failures that correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nurses were unable to log in and received a message stating that their accounts had expired. A technical support specialist reported that nurses and pharmacists were receiving an account expired message. The technical support specialist informed the customer that the affected users would need to contact their hospital information technology team or their pyxis administrator to have their passwords reset. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.